Manufacturer narrative:
The purge cassette will be returned for evaluation.

Manufacturer narrative:
D4 revised.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Added d9 and updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. No problem was found on the returned product. The cause of the issue was not determined without sufficient clinical details.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced air in the purge system. The air was purged to resolve the issue. However, then the pump lost purge pressure. The purge system was replaced to resolve the purge flow rate and purge pressure. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.